Event description:
It was reported that the customer had a infusion set anomaly on the insulin pump. The customer's blood glucose level was 107 mg/dl. The customer stated that the reservoir, put the insulin into them had air bubbles, so took off and put back on the insulin and the 2 needlees bent. The customer was advised that we will replaced the infusion set and reservoir for her. The patient was advised to return the sets for analysis. The customer was advised to contact us when she has issues.

Manufacturer narrative:
Occlusion test was performed on two opened/used reservoirs, both reservoirs passed per specification no occlusions noted. One opened/used reservoir was inspected and transfer guard was found bent at a 90 degree angle. Defect was not confirmed due to customer returned the reservoir opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.